Event description:
Reportable based on device analysis completed on 27aug2025. It was reported that crossing difficulties were encountered. The target lesion was located in the distal left anterior descending artery. A 2.50 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a non-boston scientific device. There were no patient complications. However, returned device analysis revealed that stent had detached/separated.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 28mm stent delivery system was returned for analysis. A visual and tactile inspection of the hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic examination of the stent identified that it was detached from the device with crimp marks visible on the balloon with no indications that positive pressure has been applied to the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the bumper tip showed no signs of distal tip damage. As it is not possible to test the device for navigation through patient anatomy, the complaint allegation cannot be confirmed.